Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that when attaching an eclipse safety needle to the vaccine vial, it does not fit properly and when pricking the vaccine, liquid vaccine is lost. Contact (B)(6). The affected lot : 2511005. Response received on: (B)(6) 2026 2:15 pm ¿ (B)(6). "Problem with the needle and the luer-lock connection that comes with the syringe prefilled with the vaccine". It has happened with the same needle with 2 vaccines that have the same presentation (cristla syringe that "additional" luer lock adptator in 2 totally different sites. Beyfortus of the blessed mother (do not natre needles, neither with nor without safety) vaxneuvence in zabalgana (brings needles without security) I am more and more convinced that the problem is the luer lock adapter that comes with the vaccine and the external "spigot" of the needle with bd safety. I have put you in the "fregao" because you have to demand that they come with the needles with safety included. What is happening to us is because for one reason (the vaccine does not include needles) or for another (the ones it does include are unsafe) they have been forced to use needles safely (the ones we normally use, but it seems that these cases of the spigot are causing problems). These comments are provided by pharmacy and rrmm of (B)(6) hospital.